Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was verified and attributed to the main firmware found to be corrupted. The proper g5 device firmware was installed to remedy the report. It is unknown how the main firmware became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.